Event description:
It was reported that during an intervention stenting procedure in the right coronary artery, the yellow protective cover on the voyager nc dilatation catheter was difficult to remove but was successful. The voyager nc was loaded on the guide wire but would not advance. The device was removed from the guide wire without resistance. Upon removal, it was noted that the tip of the voyager nc was bent. Another same size voyager nc was used to dilate the lesion. Additionally, during the procedure, the 3.5 x 38 mm xience prime would not cross the lesion. The device was removed from the patient anatomy without any resistance. Another same size xience prime was used to successfully complete the procedure. There was no clinically significant delay in the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided. Upon device analysis it was noted that there were strands of balloon peeling on the distal end of the balloon at the distal seal and at the proximal end of the balloon one millimeter proximal to the proximal balloon marker. This was not noted or reported by the facility.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with no blood visible and contrast on the shaft. The balloon was tightly folded. This confirmed the reported information that the catheter was not used after resistance with the guide wire outside of the patient anatomy. There were strands of balloon peeling on the distal end of the balloon at the distal seal and at the proximal end of the balloon 1 millimeter proximal to the proximal balloon marker. There was no damage noted to the tip as reported. The protective sheath and guide wire used during the procedure were both not returned. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The balloon profile was measured and met manufacturing criteria indicating that the balloon profile may not have contributed to the reported difficulty. It is possible that the protective sheath and the tip may have been inadvertently gripped together during sheath removal causing the difficulty; however, this could not be confirmed. The return of the protective sheath may have aided the investigation as it is unknown how it contributed to the reported complaint. The cause of the reported difficult to remove the protective sheath could not be determined. Factors that may contribute to the inability to advance the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the catheter. To ensure all products meet specification, all products are 100% visually inspected for damages and proper guide wire movement for the catheters on the manufacturing line. The tip inner diameter was measured and met specification. A new 0.14 inch guide wire was used to backload through the returned balloon catheter without resistance noted as reported. It is possible that the guide wire may have been damaged or the reported bent tip may have caused the resistance; however this could not be confirmed. The return of the guide wire used in the procedure may have aided the investigation as it is unknown how it contributed to the reported complaint. The reported difficulty advancing the catheter over the guide wire could not be confirmed and the definitive cause(s) could not be determined. Kinks/bends in the tip can be the result of handling during manufacturing, handling during removal from the coil during unpacking, from handling during preparation from use, or from handling during the procedure. To ensure this is not the result of a manufacturing deficiency, all dilatation catheters are 100% visually inspected online for kinks/bends, including the point where the catheter is inserted into the packaging coil and a protective sheath is placed over the tip and balloon. It is possible that the tip was inadvertently bent during protective sheath removal and straightened itself out over time; however, this could not be confirmed. In this case, the reported bent tip could not be confirmed and the definitive cause(s) could be determined. Analysis noted there were strands of balloon peeling. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, to help ensure that the balloon shredding is not a result of a manufacturing deficiency, all stent delivery systems are visually inspected for balloon shredding. It is possible that the balloon peeling may have been a result of difficulty removing the balloon protective sheath as the sheath was gripped and pulled; however, this could not be confirmed and the definitive cause of the observed balloon peeling could not be determined. Based on the information received with this complaint, the returned device analysis, the manufacturing record review results and the similar incidents search results, there is no indication of a product quality deficiency.